Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune litigation record received. Litigation record alleges pain, swelling, discomfort, difficulty ambulating,instability, infection, soft tissue injury and lack of bond/fixation, loosening at the cement to implant interface and failure of the implant, migration and fracture. Doi: (B)(6) 2015, dor: (B)(6) 2017. Left knee.